Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported the up button on the infusion device does not function. The button is flat and does not make a connection even when pressed hard. The infusion device was not dropped prior to the event. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button; therefore, all the buttons do not react on pressure.